Event description:
Consumer reported that the non patient end needle broke off in the rubber barrier of the insulin pen. Consumer stated that she did not realize that the needle broke off until she attempted to attach a new needle for her injection. She stated that her husband was able to remove the needle with a tweezer but was still unable to attach the new. According to the consumer, it appears that a part of the needle is still stuck inside of the pen. Lot #: 3297057 catalog #: 320550 date of event: unknown samples: discarded.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.